Event description:
This case was reported by a consumer (patient's son) and described the occurrence of blindness in one eye in a female pt who received super poligrip (formulation unk) for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, the patient started super poligrip (dental). At an unk time after starting super poligrip, the pt experienced blindness in one eye. This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the event was unk. Consumer's son reported that his mother used super poligrip and went blind in one eye. No further info was reported. Add'l info from the reporter (pt's son) was received on (B)(6) 2010. Concurrent medical conditions for the (B)(6) female pt included asthma, diabetes, and heart problems. Concurrent medications included blood pressure medication and unspecified (unk). On an unk date, the pt started super poligrip (formulation unk) (dental). At an unk time after starting super poligrip, the pt experienced blindness in one eye, feeling of death, oral pruritus, possible allergic reaction, feeling sick, pain and blurriness. The reporter stated that his mother "almost died" with the use of super poligrip. On (B)(6) 2010, the patient presented to the emergency room. He stated, "they ran a lot of tests and did a CT of the head". He reported that the patient "gets sick every time she uses super poligrip". He reported that the patient experienced mouth itching prior to going to the emergency room and was told that she experienced an allergic reaction to super poligrip. This case was assessed as medically serious by gsk. The pt was treated with loratadine (loratab), diphenhydramine hydrochloride (benadryl) and ibuprofen. Treatment with super poligrip was discontinued. At the time of reporting, the event of blindness was improving to blurriness and her mouth continued to itch.

Manufacturer narrative:
The MFR report number for this case is 9681138-2010-00421. Super poligrip is manufactured in (B)(4) and neither the product nor lot number for this product is available. Case (B)(4).